Event description:
It was reported by service report that the customer alleged that I-bed awareness did not function due to a failed pt front right side rail switch. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot and right siderail sensing switch.